Event description:
Download data revealed that a (B)(6) male patient was receiving frequent check therapy electrode alarms. Zoll customer support contacted the patient and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.